Manufacturer narrative:
(B)(4). Medical devices: associated item number 14-103656; item name univ 2-hole shl 56mm lnr sz 24; lot # 619240. Associated item number ep-105994; item name epoly 36mm rlc lnr mrom sz24; lot # ep-105994. Associated item number 51-106100; item name tprlc 133 mp type1 pps so 10.0; lot # 3430141. Associated item number unk screw; item name unk screw; lot # unk. Associated item number unk screw; item name. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient experienced post-operative pain. Attempts have been made and no further information has been made available.